Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) screen froze/unavailable during procedure, balloon did not inflate/deflate. It was not autofilling.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed fill fail error in logs. The fse investigated the parts and determined that the compressor, pneumatic interface assembly, and drive manifold were at fault for not allowing the unit to autofill properly. The fse replaced the compressor assembly and filters along with the drive manifold and pneumatic interface assembly. Performed a full function and calibration check of device. All tests passed within manufacturers specifications.